Event description:
It was reported that 2 hours post implant, the device delivered 2 shocks due to nonphysiologic sensing. Egm revealed noise. Noise could not be reproduced during pocket manipulation and/or position changes. Follow up determined the device was tested in the cath lab post implant (device removed and reattached to lead) and no further noise was detected. No further patient complications were reported as a result of this event.

Event description:
(B) (4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Ventricular oversensing. The file was taken two hours after implant. There were two episodes with average cycle length of 170 - 180 ms. Tech service comments of non-physiologic sensing noted.